Event description:
It was reported that the left ventricular (lv) lead exhibited a drop in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/low impedance: 2 - patient alerts for oot subthreshold lead impedance (B)(6) 2012. Weekly pace impedance trend data shows a spike decrease for min lvperm pace impedance = 608 to 95 ohms minimum between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited a drop in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.